Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces. Supplement sent to correct g1-2.

Event description:
A zoll laboratory services contacted zoll to report that a patient developed an irritation around the edges and under the patch. The area is red and raised as well as broken and bleeding. Patient reported that it was itchy and burning when removed. There was no alleged device malfunction contributing to the irritation. Patient's wife reported that she was applying antibiotic cream, but when the patch was removed it was painful and some skin was removed. The medical outcome of the rash is unknown as follow up attempts were unsuccessful.